Manufacturer narrative:
It was reported that the device was explanted and the patient was reimplanted with another device. This report is filed on january 17, 2019.

Manufacturer narrative:
This report is submitted september 11, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.